Event description:
Reporter stated the pt's stomach got overfilled with product. Reporter stated the feed and flush inlet valve pins were pushed in (missing) and the auto flush feature engaged. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: event date given above is approximate.